Event description:
During a routine shift check by a clinician, the device failed to discharge and displayed an "error 70" message. Complainant indicated that there was no pt involvement in the reported malfunction.